Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted on presenting electrograms (egm). The right atrial (ra) lead lead remains in use. No patient complications have been reported as a result of this event.